Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had been removed due to infection and vegetation. No further patient complications have been reported as a result of this event.